Manufacturer narrative:
A nanotite tm certain prevail implant was returned along with a crown engaged to an abutment. Visual inspection of the as received products identified an unknown gold-tite screw inside the abutment. The screw appeared to have shifted up into the internal connection abutment. The screw did not identify any fracture or damage. There was noticeable wear due to usage around the abutment profile. The crown appeared to have been gouged at several places. The lot number for the unknown screw was not provided so the DHR could not be reviewed. The reported loosening was not verifiable, as the exact details of the device usage are unknown and cannot be replicated. The conditions under which the implant and the restorations were subjected in the patient¿s mouth are unknown. The reported screw fracture was unconfirmed, as the unknown gold-tite screw appeared to have shifted into the abutment but did not identify any fracture. No definitive root cause could be identified. Correction: correction details regarding the loosening omitted from the initial submission. Correction of the device problem code, customer reported loosening and fracture.

Event description:
The patient complained about a loose crown/abutment from the onset of placement. The crown and abutment were redone and again had the same problem developing prior to (B)(6) 2016.

Manufacturer narrative:
Unknown abutment screw, no lot number provided.

Event description:
The dentist reported of continued abutment screw loosening and eventual fracture of the restoration/screw. The clinician determined the implant to be non-functional and therefore removed on (B)(6) 2016, the implant site was grafted for future implant(s) placement.